Manufacturer narrative:
The review of the history record showed no deviations. This is the final supplemental report. The complaint is closed.

Event description:
During the assembly phase, was not possible to fix the screw of posterior femoral augment with the femoral component. After some try to fix, the component was implanted with the cement.[customer]

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
During the assembly phase, was not possible to fix the screw of posterior femoral augment with the femoral component. After some try to fix, the component was implanted with the cement. [Customer].